Event description:
An error message was reported with the adc device. Customer received an error 3 message and was unable to obtain readings. As a result, customer experienced symptoms described as dizziness, weakness, and a loss of consciousness and was unable to self-treat, requiring treatment of glucose by hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs lite meter were reviewed and the dhrs showed the fs lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.